Event description:
The customer reported via medwatch report: while deploying vasoseal closure device, the anchoring guidewire became dislodged in the insertion tract of the right groin. No further details were provided.